Event description:
It was reported that the patient was successfully implanted with a dual chamber pacing system. X-ray imaging was performed on the next day of implant and it came out normal. However, next day the patient was presented to the emergency room (ER) due to chest pain. A perforation to the heart wall was noted resulting in a pericardial effusion and the sternotomy procedure began. During the procedure, the rv lead was protruding outside the heart and it was suspected for dislodgement. When the cardiac surgeon removed the lead, this ra lead tip electrode was also visible from outside of the heart though it was not protruding. Subsequently, both leads were explanted and replaced with new leads. No additional patient adverse effects were reported. This lead has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact. Visual inspection noted no abnormalities. Visual inspection showed the lead tip/tines appears normal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was successfully implanted with a dual chamber pacing system. X-ray imaging was performed on the next day of implant and it came out normal. However, next day the patient was presented to the emergency room (ER) due to chest pain. A perforation to the heart wall was noted resulting in a pericardial effusion and the sternotomy procedure began. During the procedure, the rv lead was protruding outside the heart and it was suspected for dislodgement. When the cardiac surgeon removed the lead, this ra lead tip electrode was also visible from outside of the heart though it was not protruding. Subsequently, both leads were explanted and replaced with new leads. No additional patient adverse effects were reported. This lead has returned for analysis.